Manufacturer narrative:
Pump received with high sleep and active currents. ¿pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba 1 board. Swapped pcba 1 board with a test board and sleep and active current measurements passed. Pump successfully downloaded traces and history file using thump. In further full review in the pump history found unexpected low battery alarms on 10/25/2024 03:58:00, 10/22/2024 14:16:00, and on 10/17/2024 11:25:00. The p- cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window/cover, keypad overlay texture damage, corroded battery tube, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Customer alleged for unexpected low battery alert confirmed in the pump history and pump received with a high sleep and active current measurements due to moisture damage on the pcba 1 board. Unexpected battery power loss was confirmed due to moisture damage on the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced tried replacing battery multiple times, pump not accepting. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1884 was requested and customer response was the device will be returned.